Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the ise indirect na (sodium) for gen.2 assay on a cobas 8000 ise 1800 module. The sample initially resulted in a na value of 106 mmol/l. The patient sample was repeated, resulting in a value of 142 mmol/l. No erroneous result was reported outside of the laboratory. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
Na.

Manufacturer narrative:
Upon review of the alarm trace, sample aspiration alarms were observed on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined.